Event description:
It was reported through the attorney of the pt, as a result of a legal claim, that "pt alleges damages as a result of implantation of stryker orthopaedics triathlon knee system that occurred on (B)(6) 2007."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time. The devices are not available due to the ongoing litigation.